Event description:
Report received from an international affiliate (croatia) of an underdelivery. The customer contact stated that the tubing was primed with a "nutritional solution" and loaded into an unspecified plum pump. The pump was programmed to deliver at a rate of 100ml/hr with a vtb (volume to be infused) of il and the delivery was started. The family member noted that "approximately 6-7 hours later, the fluid was not being delivered." The tubing set was replaced and the infusion was resumed without fruther incident. There were no reported adverse effects. No medical interventions were required. Though requested, no additional information was provided.